Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl. Juice was consumed to address the low bg. The customer reported that a healthcare provider had changed the pump settings last week and the customer was still adjusting to the settings. The customer could not enter the low bg value into the pump's history and a temporary basal rate could not be set. During troubleshooting with tandem technical support, the customer was able to enter a bg value and set the temporary basal rate. The customer felt the pump was operating "fine"; however, did not know why the history and temporary basal rate issues had occurred. The customer's current bg was "fine".